Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41541. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "system fault 41,541." During functional testing the pump alarmed error code 41541. The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement and the event date was (B)(6) 2019.